Event description:
It was reported that the procedure was to treat a moderately calcified, heavily tortuous, de novo lesion in the left circumflex (cx) artery. After implantation of the 2.75x23mm xience prime drug eluting stent (des) at the target lesion, the delivery system could not be removed from the implanted stent. The balloon was ultimately separated from the stent; however, difficulty was noted when trying to pull the stent delivery system through the guide catheter, so the delivery system and guide catheter were removed as a single unit. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that force was applied to the stent delivery system (sds) during removal of the device from the anatomy. It should be noted that the xience prime instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Although it was noted the physician used force in the attempts to remove the device, this was due to the balloon interacting with the stent and guide catheter, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.